Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during dwell 3 of 4. The home patient (hp) stated they cycled power on the machine, and the hc now displayed press go to start. The hp stated they disconnected and removed the cassette. The baxter technical service representative (tsr) explained the alarm and advised the hp to contact the registered nurse (rn). (B)(4) contacted the hp on (B)(6) 2011 regarding the se 2240. The hp stated they found that one of the lines had not been clamped closed and that had allowed air to get into the system. The hp stated they understood this was an error and that they were aware of the proper procedure to set up the supplies. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation could be performed, and an assignable root cause could not be determined.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported system error 2240 was confirmed. The as determined cause is a use error - a clamp was left open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).